Event description:
A 1.5x 12mm sprinter otw dilatation balloon catheter delivery system was used in an attempt to pre-dilate an lad lesion. The lesion site was in a rather acute bend. As the physician was pushing the device, the device broke at the marker band and the balloon separated and remained in the patient's diagonal branch. The piece that remained in the patient was stented into the vessel wall using a driver stent. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
(Detached part of device stented into vessel wall).